Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that possible early depletion was noted when it comes to this pacemaker. This pacemaker was explanted an replaced. No additional adverse patient effects were reported.